Event description:
It was reported by the customer that the pyxis medstation system had a drawer failure and was not detected on the bus. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer found that tray c cubies were unresponsive, popped all the cubies out and cleaned the trays thoroughly. Also, the bus cables were found to have too many white folds and further replaced the bus cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.